Event description:
It was reported that the patient's implantable pulse generator (ipg) was programmed to surescan mode on for a magnetic resonance imaging (MRI). When the device was interrogated, there were no diagnostics. The device was not in surescan mode when it was originally interrogated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).